Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01439. It was reported the patient underwent a lead replacement procedure to address ineffective stimulation caused by lead migration. The patient's scs leads were explanted and replaced. Effective stimulation therapy coverage of the patient's pain pattern was reportedly established postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01439.